Event description:
Additional information was received that the surgical incision would not close and the wound was debrided to remove necrotic tissue but was not successful. The patient continues to struggle with wound healing and it's noted that the patient's family has not followed medical advice.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient had undergone a prophylactic battery replacement and was later seen with an infection. The patient and his mother left the hospital despite being instructed to continue the antibiotics for 48 hours. Following the patient's culture testing positive for pseudomonas, the patient was advised to continue antibiotics for the next 7 days and have intensified care with a team that specializes in wound care. The physician believes the germ originated from the patient's home environment. A review of device history records showed that the generator passed quality control inspection and was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
B5: describe event; corrected information; sup MDR inadvertently omitted information known prior to submission h6: adverse event problem codes; corrected information; sup MDR inadvertently omitted information known prior to submission.

Event description:
Per internal review the following has been justified: based on the response from the physician, it was determined that the cause of the infection was more so related to improper care by mother and patient. The patient was advised to take antibiotics for 48 hours, but the mother ended up discontinuing the antibiotics earlier. The provider believes that believes that [the infection] originated from their home environment, and not related to the hospital or surgery. This will be interpreted as being related to operational context causing the event since the causality of the event was determined to be patient driven. Since it was determined that the tissue damage was caused by the infection, this will also be determined to be related to operational context. Additionally, the bacterial strain identified in the cultures (pseudomonas) taken is capable of necrotizing behaviors. This further supports the claim that the infection contributed to this tissue damage.